Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26702. The patient was implanted with two leads (model 3186 and model 3166) from the same lot. It was reported the patient was no longer receiving effective stimulation and underwent surgical intervention to explant the scs system on (B)(6) 2015.